Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Doi: (B)(6) 2006 - dor: (B)(6) 2009; (right side). Update: (B)(6) 2011 - litigation papers allege: within two years after the surgery, corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. Patient has experienced severe pain and discomfort and inflammation in her right thigh and hip area, as well as her groin. Patient also experienced episodes of a grinding and popping sensation in her right hip. There is no new information that would change the outcome of the investigation. Doi alleged in litigation papers is (B)(6) 2006. Patient is a resident of co. Update: 12/20/12 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 09 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of pinnacle ppf and implant sticker sheets. In addition to what were previously alleged, ppf alleges infection requiring IV antibiotics. Added cup, bone screw, srom stem and sleeve due to alleged infection. Doi: (B)(6) 2006; dor: (B)(6) 2009; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.